Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: 890333.

Manufacturer narrative:
The handling of the received complaint regarding the pressure transducer test failure during the pre-use check has been finalized. According to received information the expiratory cassette was replaced by customer, but not returned back. Moreover, device logs were not provided. Therefore, no root cause can be established. Pressure transducer test calibrates and checks the inspiratory and expiratory pressure transducers. The new zero value for the pressure transducers may not differ more than ±5 cmh2o from factory calibration. During this test, the different subsystems concerned are compared. The difference between the sub-systems must not be more than ±1 cmh2o at 60 cmh2o.

Event description:
Manufacturer's ref. #: (B)(4).